Event description:
The complainant reported that three days post impella 5.5 explant, patient suffered catastrophic embolic stroke while ambulating around unit prior to discharge. Per the doctor, a computed tomography (CT) scan showed residual thrombus in affected axillary artery extending into the aortic arch. The doctor feels that the stroke is impella related. The patient was appropriately anticoagulated once surgical bleeding with controlled pod 3. Anti-xa was used with hospital protocol for heparin titration. Patient remained on heparin for duration of impella therapy once started, and it was stopped at removal. Patient remained in critical condition in the intensive care unit at this time. After impella was explanted, trans-esophageal echocardiography was performed at the time of explant and did not show any clot of surgical aortic valve replacement or in the left ventricle. Heparin was continued into the operating room and stopped at time of explant. Anti-xa was therapeutic at that time at 0.51. Heparin was not restarted post-procedure. Biomaterial was removed from the residual graft at the time of explant; there was no biomaterial on the impella itself on removal. After the patient suffered the cerebrovascular accident, imaging showed a basilar artery large vessel occlusion. A CT scan also showed a large thrombus in the right axillary artery proximal to the site of the graft anastomosis. Thrombectomy was performed, however the patient was unable to have any meaningful neurological recovery and was transitioned to hospice care on (B)(6) and ultimately expired.

Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smart assist system & impella 5.5 with smart assist for use during cardiogenic shock. Section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings, cautions & precautions: ¿to reduce the possibility of fibers being drawn into the impella, customers should avoid exposing the inlet and cannula section of the impella heart pumps to any surfaces or fluid baths where the device can come into contact with loose or floating fibers.¿ impella 5.5 with smart assist for use during cardiogenic shock: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: warnings & cautions: warnings: section: pre-support evaluation. Section: axillary insertion of the impella 5.5 catheter. Section: direct aortic insertion. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿

Manufacturer narrative:
The investigation for the stroke and thrombus has been completed. No product was returned. The data logs were reviewed and there are no motor current spikes, a trend in the placement signal, positioning alarms or changes in flows without a p-level change. There was no ingestion seen in the logs. The root cause of the thrombus and the stroke could not be determined without additional clinical details and the product evaluation.